Manufacturer narrative:
Patient information is unknown. No patient involvement. It is unknown when the event occurred. 510k: this report is for a plate - unknown lot; unknown part. UDI number is unknown. Lot number is unknown. Device remained in the patient. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2017 for treatment of a right femur fracture. Patient was implanted with one (1) 14 hole variable angled condylar plate, unknown quantity of 4.5mm cortex locking and unlocking screws. On an unknown date post-operatively, the patient presented with a non-union and a broken plate. The plate was reported to have been broken at mid-point on the plate, not at a screw hole position. On (B)(6) 2017, surgeon removed three (3) 4.5mm cortex screws that were implanted in the distal shaft of the plate. Surgeon left the broken plate and the remaining 4.5mm cortex in the patient's right femur bone. Surgeon revised the patient to a retrograde nail and screw implant. It was reported that no fragments were generated during implant removal. All removed implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Concomitant devices: 4.5mm cortex screw (item number unknown, lot number unknown, and quantity unknown); 4.5mm locking cortex screw (item number unknown, lot number unknown, and quantity unknown). This report is for one (1) device, one (1) plate. (B)(4).